Manufacturer narrative:
(B)(4). Correction: the previous follow-up report indicated that no sample was returned for evaluation. A sample has since been received. Device evaluation: the customer provided an ez-io driver that exhibited no damage, defects or anomalies. The green led light displayed when the trigger was pulled. The device was subjected to functional tests including: rpm evaluation, simulated use sawbone insertions, and a force-to-bog-down test. The device demonstrated sufficient power to complete medium and hard bone insertions. An additional simulated attempt was made using improper technique and the driver stalled. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle rotation and gentle downward pressure to penetrate bone. Note: if driver stalls and will not penetrate the bone you may be applying too much downward pressure to penetrate bone." However, since the device operated within specification, the cause could not be determined based on this result and the information provided. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a critical care paramedics initial attempt to achieve breakthrough failed on a bariatric patient. The driver powered out on attempts to apply more pressure, and the second attempt driver powered out as well. A second ambulance responded and was able to successfully complete insertion of the same needle still in situ from previous attempt with little effort. A manual insertion was attempted but did not work. The light is showing green when the trigger is depressed, but would also show blank (not lit at all) when depressed and the driver stalled. After a few seconds, it would return to green.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed. Despite several requests, no sample was returned for evaluation. A review of manufacturing records did not yield any relevant findings. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle rotation and gentle downward pressure to penetrate bone. Note: if driver stalls and will not penetrate the bone you may be applying too much downward pressure to penetrate bone." Based off of the complaint description that describes that the driver "powered out on attempts to apply more pressure" and that the led "showed blank when depressed and the driver stalled", it appears that too much force was applied and that the driver was subjected to stall conditions. However, no cause could be determined without the sample. No further action will be taken.